Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient underwent kyphoplasty spinal therapy. It was reported that the patient was hospitalized due to chest pain and trouble breathing after performing a t11 and t12 unipedicular kyphoplasty. The patient had pulmonary embolism and no further complications or symptoms were reported. Additional information was received via manufacturer representative that a small amount of cement leaked outside the vertebral body into the vertebral disc space. After the procedure, 3 days post-op, the patient complained of shortness of breath and no revision surgery is planned or scheduled.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.